Manufacturer narrative:
The item number was not provided/known.

Event description:
The doctor reports that the unknown abutment screw fractured. Both portions of the abutment screw have been retrieved. The reported impact to the patient.

Manufacturer narrative:
Two (2) portions of the fractured screw for evaluation which were confirmed to be an certain® titanium hexed screw (iuniht). The item number was therefore changed from ¿unk¿ to iuniht to reflect the aforementioned findings. The returned certain® titanium hexed screw (iuniht). Was visually inspected, the hex of the returned screw appeared slightly worn. The lot number was not provided so the DHR could not completed. Biomet 3i restorative product IFU, p-iis086gr rev. E 11/2015: precautions- biomet 3i restorative products should only be used by trained professionals. The surgical and restorative techniques required to properly utilize these products are highly specialized and complex procedures. Improper technique can lead to implant failure, loss of supporting bone, restoration fracture, screw loosening, ingestion and aspiration and/or swallowing. No definitive root cause could be determined. The complaint is confirmed based on visual inspection of the returned fractured portions. The unknown device was identified through the investigation therefore the item number was changed from unknown to iuniht.